Manufacturer narrative:
Result: siderail panels.

Event description:
It was reported by service report that the siderail panel was broken. It is unk if there was pt involvement or if there were adverse consequences to report.